Manufacturer narrative:
Device 7 of 7 e1: patient city: (B)(6) patient country: united kingdom. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 4e04332, order (B)(4), material 1709726, was manufactured on 23/may/2024 in the ffs #1 manufacturing line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 06/dec/2024 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the mass process performed in the mixer 450 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e00091, order (B)(4), material 1738336, was manufactured on 01/may/2024 in the mixer 450 manufacturing line, with a total of (B)(4). The complaint investigator performed a batch record review on 06/dec/2024 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 06/dec/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4e04332 lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ defect and no additional complaint was identified. Historical nonconformance review: on 06/dec/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ defect for the lot number 4e04332 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 07 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to raise an investigation for the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that his flanges had started to leak after wearing for approximately one hour which did not normally happen. The moldable material was not as secure as on previous and was not rolling back up to his stoma as well. The product was used by the patient. No photo was available at this time.